Event description:
It was reported that the patient came in for a routine pump refill and a partial pocket fill occurred. It was noted that the refill was very routine; the patient was not obese and his pump was easy to access. It was noted the healthcare provider (hcp) was very experienced and had done refills for 9 years. Following the refill, the hcp went to do the printout. When she returned, the patient was in respiratory arrest. The patient was given narcan; was transported to the emergency room (ER); and stabilized. The pump reservoir was re-accessed and only 12 ml were aspirated. The patient had recovered and there were no further issues. The pump was delivering fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).